Event description:
It was reported that the product ran w/o user activation during a routine equipment eval at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon eval, corrosion was discovered within the motor assembly and press plug. Corrosion on such components can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.